Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr head and taper were stuck together. Distractor broke and implants still could not be separated. A new head and sleeve were used. This resulted in a 60-min surgical delay.